Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 expiration date, d4 UDI number, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture detached from the needle. X-ray was done on patient to find the needle. The needle was removed from the patient intact. The procedure was completed successfully. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 pending device evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: 1. May I know what is the date of event? 11th march 2025. 2. May I know is this considered an adverse event? No patient is ok. 3. Did the patient experience any adverse event such as any infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? If yes, please describe. No. 4. It is stated fragments were generated. What kind of fragments and were the fragments inside or outside the patient? The fragments were simply the entire needle and the suture thread. Needle was found in patient. 5. Were all fragments retrieved from the patient? Yes, have been retrieved. 6. How were the fragments retrieved out of the patient? Entire needle is intact hence surgeon could remove using forceps. 7. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Yes, used x-ray to scan for the needle prior to closing. 8. What is the current patient outcome? Ok, no complications. As mentioned, the store personnel informed me that there was no significant delay to the surgery but I am unsure of the exact duration. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Was the needle retrieved during the same procedure? Was there any additional tissue damage resulting from the search for the needle? Could you kindly provide the lot number, please?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6, g1, d4 h3 investigation summary: the product was returned to ethicon for evaluation. One detached needle outside its packaging was received for analysis. The product code is w9114. The visual assessment of the needle noted that the swage and attachment area were observed as expected. However significant tool marks were noted on the body. The barrel hole of the needle was examined under magnification, and no suture remnant was found. The suture was not returned for evaluation to determine the assignable cause. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? Clarify if patient displayed any clinical signs and symptoms or conditions as a result of the medical device adverse event/incident. No, patient is okay and has been discharged. No ae - how long, in minutes, did the surgery prolong? Around 5-10 mins, but unable to determine specifically - which tissue was being sutured when the event occurred? Unable to determine - was additional dissection required in other organs/tissues other than the target tissue? Unable to determine - was there any change in the patient¿s post operative care due to the prolonged procedure? Please confirm if there was a patient follow-up including subsequent medical/surgical intervention procedures to and confirm the patient outcome no - was the needle retrieved during the same procedure? Yes - was there any additional tissue damage resulting from the search for the needle? No - updated patient's outcome well and discharged - could you kindly provide the lot number, please? Ujbdltc0 - please provide the source or name of person providing answers to follow-up questions and date information was received meh store personnel jason hon d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.